Manufacturer narrative:
Product ID: 3889-28, lot# v051852, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient was having a replacement for normal end of life battery. Patient stated they had several falls previously. Manufacturer representative (rep) ran impedances and all were showing greater than 4000. Impedances were ran at 2 volts and 300 pulse width. The healthcare professional (hcp) decided to replace both battery and the lead. Once replaced, all impedances were within normal limits. Issue resolved. No further complications were reported or anticipated.